Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 167mg/dl. Troubleshooting was performed, and the drive support cap was slightly indented. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The caller also mentioned that the device was stuck on the prime loop. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk.